Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) charge level wouldn¿t last very long. The consumer stated that the patient would charge before bed time to 70% or so, but the ins battery level would be low in the morning. It was reviewed that higher settings could be causing this, as the patient was using 9.1 ma during the day and 8.1 ma at night. It was suggested that the patient could try charging the ins further before bed time, such as 80% or higher, so that they would have more battery to work from. During the call, the ins charge level was displayed as a red triangle and it was reviewed that the patient needed to charge the implanted device. The consumer also mentioned that they were concerned that the device was causing the patient to ¿shut down¿ so that they had a hard time waking up in the morning. The patient was redirected to follow up with their healthcare provider (hcp) to discuss the issue of the ins discharging during the night and having a low battery in the morning, as well as their difficulty waking up in the morning. It was noted that the issues started when the patient was implanted on (B)(6)2018. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of the patient. It was reported that whenever the patient goes into their recliner, they "pass out/black out or something." It was reported that the patient had the patient had the ins on a lower setting of 9.1 yesterday, but the patient's wife increased the stimulation to 10.9, which is what the patient usually has it at during the day. It was also reported that the ins was showing low. No further complications are anticipated.